Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was created as complaint-(B)(4). Pin 5 was confirmed to be damaged/recessed on the im receptacle along with low nitric oxide (no) alarms with no flow through the im found in the service log. The 90164 im receptacle cable was replaced due to these findings. A full functional test was performed and the device operated according to specifications so it was returned to the field. The root cause for this report was recessed pin 5 on injector module receptacle. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event /serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2017-00053).

Event description:
On (B)(6) 2018, a mallinckrodt internal employee discovered a recessed pin 5 on the injector module (im) receptacle cable on the head of inomax dsir (B)(4). There was no complaint alleged against this device. This match was found during preventative maintenance visual inspection. This is being reported as it is considered a reportable malfunction.